Manufacturer narrative:
Visual inspection was not performed as the lens remains implanted to date. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification; the lens meets the specified requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) - (light sensitive) problem with lights after dark or low lights inside. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported that she had cataract surgeries in (B)(6) 2015 for both eyes and tecnis multifocal lenses, model zkb00, were implanted in both. Following surgery, she had problems with lights after dark or low lights; automobile headlights and traffic lights all had a starburst effect. She was prescribed eyeglasses to help correct this, but that did not happen. She stated that during the day, she can deal with it but at night, it affects her daily living. After a follow-up, her physician advised her to give it time for her brain to adjust to the new vision and to return in a month if it doesn''t resolve itself. The patient was also advised that she can have the lenses removed and replaced with monofocals but was hesitant to have another surgery due to financial reasons. She plans on waiting 1 to 3 months and then returning to her physician if nothing resolves. Since both eyes were implanted, two separate mdrs will be filed. This MDR will be for serial number 8120331504 which is implanted in the right eye.